Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The distal luer cap was removed and flow of fluid was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced no-flow during use of a large volume infusor. This occurred after filling with an unspecified amount of fluorouracil. Though there was patient involvement, there was no report of patient injury or medical intervention associated with this event. No additional information is available.